Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the reported lot. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
This pi is for the intra-op event on (B)(6) 2018. It was reported that while revising patient's right hip, surgeon was impacting liner into shell, not using extreme force. During rom test, the bipolar head (part of the constrained liner assembly) disassociated from the liner. A second device of the same catalog number (different lot) was opened and impacted using moderate, then extreme force, and performed as expected. A surgical delay of approximately 5 minutes was reported. The implant sheet also indicates an lfit head was wasted, but there are no allegations against the lfit head - the head was revised along with the constrained liner intra-operatively.